Manufacturer narrative:
Qn#: (B)(4). The device history review for the product auto endo5 ml lot #73m1700287 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two clips were loaded to the jaws in broken condition. The user opened a new unit, however the same situation happened again so that it was replaced with competitor's products. No clips fell in the patient and no health injury occurred.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its jaw spring sticking out of the channel, disengaged from the jaws. A fully intact clip was returned loose from the device along with a hook from another clip. The rest of the broken clip was not returned. The bottom jaw appears to be bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to load properly into the jaws. The jaws did not close properly due to the jaw spring being disengaged. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that a pivot hole on the channel was damaged. However, it could not be determined what caused the damage to the pivot hole. The bottom jaw was confirmed to be bent. Based on the broken clip that was returned and the misload of the tested clip, it appears that the clips were out of position in the channel. The bent jaw most likely caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined how the jaw got bent. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in broken condition" was confirmed based upon the sample received. One device was returned. The device was returned with the jaw spring sticking out of the channel and its bottom jaw bent. A fully intact clip was returned loose from the device along with a hook from another clip. The rest of the broken clip was not returned. Upon functional inspection, the next clip was unable to load into the jaws. The misload and the broken clip that was returned are both indications that the clips were out of position in the channel. The bent jaw most likely caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined how the jaw got bent. Since it could not be determined why the jaw got bent, the root cause of this complaint issue is undetermined.

Event description:
It was reported that two clips were loaded to the jaws in broken condition. The user opened a new unit, however the same situation happened again so that it was replaced with competitor's products. No clips fell in the patient and no health injury occurred.